Event description:
The hcp reported that the patient has experienced unspecified "withdrawal symptoms" and "mild overdose" symptoms. The refill date was 2006; refill was performed four days earlier. Reservoir volume discrepancy was noted; expected 4.0ml, aspirated 0.5ml. The patient experienced "withdrawal symptoms" due to pump reservoir volume below 2ml. The pump was filled with morphine 18ml. Approximately one hour after refill, the patient began to experience overdose symptoms. Eleven days later, the reservoir was accessed; expected 12.5ml, actual 2.0 ml. At this time, the pump was emptied of drug and 18 ml of normal saline was injected. The patient will be monitored at clinic six days later. No troubleshooting had been performed at the time of the report. A follow-up report will be sent if additional information becomes available.